Manufacturer narrative:
H10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver norepinephrine during therapy. The nurse went to titrate up on pressors, norepinephrine was titrated from 35mcg/kg/min to 45mcg/kg/min and vasopressin from 0.03 to 0.06 units/min. The nurse noticed the norepinephrine bag still looked full when it was supposed to be almost empty, as the medication was running at 84cc/hr and the bag was only a 250cc bag. The blood pressure (bp) of the patient was noted to be continuously dropping to systolic blood pressure (sbp) in the 70¿s. The pump did not issue any audible alarms and the pump screen showed no message of any sort. The pump was then switched to a different pump using the same medication bag and the patient¿s bp improved to sbp of 110¿s, therefore, allowing the nurse to titrate down the levophed infusion to 35 mcg/kg/min and vasopressin to 0.03units/min in less than an hour. The location where the event occurred was unknown. No additional information is available.